Manufacturer narrative:
The device is not available.

Event description:
It was reported that during ba (basilar artery) tip aneurysm stent assisted embolization case, the operator flushed and delivered the stent (subject device). When advancing the stent (subject device) into the microcatheter slight resistance was encountered at hub. The operator continued to advance the stent (subject device) and when it reached the tip of microcatheter, the stent (subject device) could not be advanced any more. After several tries the stent (subject device) deployed in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was seen to be deployed at the proximal exit of the introducer sheath. The stent delivery wire (sdw) was seen to be kinked. The stent was seen to be slightly deformed. The introducer sheath distal tip was seen to be damaged. The functional inspection was not carried out as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter and stent difficult/unable to transfer could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with the catheter. The stent was found to be deployed in the proximal of the introducer sheath, based on the available information 'after the stent deployed inside the catheter during the procedure the physician remove the stent from the catheter', based on this information provided and that the stent returned in the condition of deployed, the reported premature deployment can be confirmed. The stent was removed from the introducer sheath during analysis and found to be deformed. The sdw was returned and was found to be kinked and the introducer sheath was returned and found to be damaged. It¿s likely when the reported resistance was felt while attempting to transfer the device through the catheter manipulation of the device would have caused the damage noted to the device and the subsequent premature deployment. The reported events stent deployed prematurely during use, stent difficult/unable to advance or pullback through catheter and stent difficult/unable to transfer as well as the analyzed defects stent deployed prematurely during use, sdw kinked/bent, stent deformed and stent introducer sheath damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during ba (basilar artery) tip aneurysm stent assisted embolization case, the operator flushed and delivered the stent (subject device). When advancing the stent (subject device) into the microcatheter slight resistance was encountered at hub. The operator continued to advance the stent (subject device) and when it reached the tip of microcatheter, the stent (subject device) could not be advanced any more. After several tries the stent (subject device) deployed in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.